Event description:
The health care professional (hcp) contacted lifescan china, in 2005 alleging segments were missing on their surestep meter. A pt was taken to the hosp because of a "pancreas inflammation" in 2005. During his stay in the hosp his blood glucose was taken on a surestep meter. The meter displayed a 2.6 mmol/l (46 mg/dl) and the user was treated with glucos (500 ml). The physician did not realized that segments were missing on the device. During treatment, the physician noticed that the user was acting abnormal (face turned red and "turgescence"); therefore, tested the user on another surestep meter and received a 19.0 mmol/l (342 mg/dl). The medical professional treated the pt with insulin. Customer service sent the pt a replacement meter.